Event description:
It was reported by service report that the bed angle readings were inaccurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler (bed) needed to be calibrated.